Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pocket erosion. The patient was treated with prophylactic antibiotics and the implantable pulse generator (ipg) system was explanted and replaced. During extraction of the right ventricular (rv) lead the lead helix did not retract. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.